Event description:
It was reported that the customer experienced a high blood glucose level, although a specific value was not provided and only ¿high¿ was displayed. The customer used the control-iq algorithm to return blood glucose levels to normal and was instructed by technical support to inspect the site and infusion set. The customer was using cartridges beyond labeling and was informed about cartridge labeling instructions and acknowledged the information. Technical support planned to send replacement supplies as needed, and the customer intended to replace supplies and resume insulin therapy.